Event description:
The balloon catheter was inserted during surgery. After 11 hrs of pumping the pump console alarmed and no augmentation was noted. The pt had just been rolled side to side. The catheter was removed per physician order. A kink was found in the catheter.